Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) alleging that the subject meter was not powering on. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint; however, device evaluation has not been completed. Lfs will evaluate the returned meter and inform FDA of the test results in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective lcd and an external flash memory failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.